Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing low blood glucose (bg) levels reaching 43mg/dl. The contact stated the customer recently had changed their carbohydrate settings on the pump resulting in inadequate amounts of insulin to cover the carbohydrates consumed. Food was consumed to address the bg levels. Reportedly, the customer was working with their healthcare provider to address this issue.